Manufacturer narrative:
Evaluation completed. One 23ga cutter was returned in a plastic bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was in place, as it should be. The needle was bent 5 degree or less. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. At 5000 c.p. M., the inner needle was found to be stuck and would not move. The cutter rate was reduced to 2000 c.p.m. At which point the inner needle broke loose and began to move. The cutter had good clean cuts and aspiration at various ranges and cut rates. It cannot be determined if the inner needle was stuck and wouldn't move due to the dried solution or for other unknown reasons. It should be noted that a bent needle condition could contribute to poor cutting performance. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility in korea reported a patient was undergoing surgery the cutter did not function properly. They started with a low cutter speed; however, when geared up to a higher speed the cutter function was not working properly. During surgery the cutter failed to provide adequate cutting action, but aspiration continued. The cutter worked correctly during trial connection. There was no impact to the patient reported.

Manufacturer narrative:
Evaluation completed. One 23ga cutter was returned in a plastic bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was in place, as it should be. The needle was bent 5 degree or less. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. At 5000 c.p. M., the inner needle was found to be stuck and would not move. The cutter rate was reduced to 2000 c.p.m. At which point the inner needle broke loose and began to move. The cutter had good clean cuts and aspiration at various ranges and cut rates. It cannot be determined if the inner needle was stuck and wouldn't move due to the dried solution or for other unknown reasons. It should be noted that a bent needle condition could contribute to poor cutting performance. The sterilization and lot history records have been reviewed and found to be acceptable.